Event description:
It was reported that the customer had an issue with the tracheostomy tubes on one of their pediatric patients. The patient did have an issue with desaturation and their tracheostomy tube needed to be changed out. Additional information received via customer response email dated 01-jul-2022: the cuff did not seal with placement of sterile water, large leak noted, decompensation. Nurse was called to bedside, could hear infant crying with decompensation, added 1 cc of sterile water and there was no effect, changed out to another size tracheotomy tube. Prematurely needed to change tracheostomy tube until we had a good seal with cuff and no leak and no decompensation, good bilateral breath sounds.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Additional information was received which included patient age, race, sex, ethnicity and weight.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: update not requiredadditional patient information received (updated a2,a3, a4, a5, a6, b5) e4 is unknown, no information provided to date.a product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.